Event description:
It was reported that unspecified bd¿ pen needle was blocked. This was discovered before use. The following information was provided by the initial reporter: noticed needle partially blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-31. H.6. Investigation summary : no DHR review can be carried out as not number is unknown. One open sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned samples as per (B)(4) and no issues were observed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was blocked. This was discovered before use. The following information was provided by the initial reporter: noticed needle partially blocked.